Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer responded to a newly installed medstation that went online last week. No cubie pockets in the main cabinet were appearing on the bus, although all components in the auxiliary and auxiliary tower were functioning normally. Drawer settings showed each main drawer was detected, and hta self tests on drawers 2.1 and 2.2 passed without issue. However, the application continued to show all main cubie pockets as not on the bus. Each cubie pocket in the main was individually recovered. Once all pockets were recovered, the hardware failure icon cleared and full access to all cubie pockets was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.